Manufacturer narrative:
The complaint states right side head change patient still limping and weight bearing related systems. See report (B)(6) 2015. Primary (B)(6) 2011. Revision (B)(6) 2014. Competitor head was implanted merete 5 xl offset head, when the ceramic head was removed. Medical records were reviewed for MDR reportability according to the medical records the patient was revised to address persistent pain and leg shortening. At this time the patient's head is being reported for pain. A complaints search did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. (B)(4).

Event description:
Right side head change patient still limping and weight bearing related systems. See report (B)(6) 2015. Primary: (B)(6) 2011. Revision: (B)(6) 2014. Competitor head was implanted merete 5 xl offset head, when the ceramic head was removed. Update rec'd 24 september 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 07/10/2015. Update rec'd 15 october 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address persistent pain and leg shortening. At this time the patient's head is being reported for pain. The complaint was updated on: 11/16/2015.

Manufacturer narrative:
Conclusion and justification status: the complaint states right side head change patient still limping and weight bearing related systems. See report 1 sept 2015. Primary (B)(6) 2011 revision (B)(6) 2014 note: competitor head was implanted merete 5 xl offset head, when the ceramic head was removed. Medical records were reviewed for MDR reportability according to the medical records the patient was revised to address persistent pain and leg shortening. At this time the patient's head is being reported for pain. A complaints search did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.